Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call cosmetic damage on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for cosmetic damage was performed. Customer advised the o ring was unable to hold the reservoir in place since it fell off. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with missing reservoir tube retainer, missing reservoir tube o-ring and minor scratched lcd window.